Manufacturer narrative:
Based on the claim against the product by the customer noting instrument sticking to tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and was found to have blade damage. One of the blade edges were indented. Root cause of the blade damage is typically attributed mishandling/misuse. Nicks and gouges on the instrument blades may be attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage), mishandling the instrument, or misusing the instrument. This event is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was sticking to tissue. Medical intervention may be required in the event that the instrument fails to release from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that, the monopolar curved scissors instrument was dull and was sticking to tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information. The correct event date was 31-oct-2022 and tissue was adhered to the tips of the instrument during a prostrate dissection surgical procedure. The tissue was released by it being cauterized. It is unknown if any tissue was excised due to this event, however the tissue was planned to be removed as part of the procedure. They stated that it is unknown if there was any bleeding due to the event and that per the surgeon, the event was annoying, delay, and required replacement of instrument. The surgeon also stated that the event did not affect the patient's health, and they were doubtful the event would cause any long-term complications with the patient. As to whether the patient experienced any post-operative complications, they stated that none was noted, and the patient's current status was unknown. It was unknown what the surgeon believed caused the event. The procedure was completed robotically with the replacement of the instrument.